Manufacturer narrative:
(B)(4). Anvil, articulation link. The analysis found that one (B)(4) device was received with the anvil slightly bent upwards and with no cartridge reload loaded on the device. . The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition, it was noted that the articulation link separated after applying a light load, a hairline fracture is believed to be present. One possible cause for the damage to the anvil may be that the device was clamped over an excess of tissue causing the anvil to bend. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a vat and wedge resection procedure, the device with a green reload was fired across lung tissue. The first firing was quite difficult due to the thick lung tissue. After completion of the first firing there was some bleeding along the staple line. The nurse changed the reload, and the surgeon noticed the jaws couldn't close properly. There was a gap at the distal end of the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.